Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient endured renal failure following impella cp support. It was noted that the condition was believed to be possibly related to the impella. It was additionally documented that the acute kidney injury was likely from the patient's tubular necrosis. Continuous renal replacement therapy was initiated in response to the condition until it resolved roughly a month later. The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿